Event description:
It was reported that there was stimulation in the wrong location. It was noted that the patient saw the manufacturer representative one day prior to report and showed the husband how to use the patient programmer. The next day, on the date of report, the patient was having stimulation in the wrong area. The patient stated that they went to the healthcare professional (hcp) yesterday and the ¿rep showed my husband how to use it and this morning he set it for my pain level but in the meantime I¿m getting up and doing things and want to lower it now.¿ the patient stated that they had stimulation ¿all on one side.¿ the patient further noted that, ¿it is on both left legs and not on my back. It is only on my left side and I don¿t have problems on my left side.¿ by observation the manufacturer representative noted that the patient lacked basic understanding of patient programmer use. The manufacturer representative was going to troubleshoot with the patient on the phone but the patient stated that they could not while they were on the phone and they would have to call back when they were able to troubleshoot. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient was still having concerns with their device or therapy but was working with the healthcare professional (hcp) or manufacturer representative. It was noted that there was an appointment date on (B)(6) 2014. Additional information was requested but was not available at the date of this report.